Event description:
Event 1 [redacted date]: "bringing a code cart to skills day event noticed the oxygen tank that was attached had a psi reading of 2491. Problem with tanks regulator showing incorrect psi reading, tank was flagged and sent back to (B)(4)". Event 2 [redacted date]: "new tank came in with a psi reading of 2406 problem with tanks regulator showing incorrect psi reading, tank was flagged and sent back to (B)(4)". Event 3 [redacted date]: "pediatric code cart with an oxygen tank psi reading of 2521. Problem with tanks regulator showing incorrect psi reading, tank was flagged and sent back to (B)(4)". Manufacturer response for oxytote, oxytote (per site reporter) ongoing issue.